Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that the patient was admitted to the hospital for a non-vad related issue (desensitization). While inpatient, the vad team noted that one of the power ports on (B)(4) was loose to the touch. The patient denied any alarms or loss of power related to the loose connector. The site decided to perform a controller exchange per fsca apr2016. The patient tolerated the exchange well with minimal pump off time.

Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors.'' One controller  ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection because the controller port 1 and port 2 were found loose from the controller housing. The port 1 connector was found loose from the controller housing with the o ring gasket still on place and the connector's locknut tight inside. The port 2 connector was loose with the o ring gasket missing and the connector's locknut was loose inside. An observation was made that the serial port was also found tight from controller housing with the o ring gasket displaced and the rubber cap missing, possibly due to mishandling of the controller. The controller was received with the old software version installed (not smr upgrade performed). Heartware is investigating anomalies of loose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.